Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer reported to olympus that there was insufficient energy at the electrode. Failed preventative maintenance checks. A root cause of the insufficient output was unable to be determined. The device was serviced on 4aug2020. The device passed all checks and inspections. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. DHR review of manufacturing records for the above lot has not indicated any issues encountered during the manufacture of the lot that might explain the failure observed.

Event description:
The customer reported to olympus that there was insufficient energy at the electrode. Failed preventative maintenance checks. There was no patient injury reported.